Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low flows. The patient was noted to have rescue tape spanning over the full length of their external driveline. The date applied and the reason for the driveline tape was unknown. The log files captured low flow events on (B)(6) 2022 at 04:13 and again on (B)(6) 2022 at 04:04. These low flow events appeared to be patient related. The cause of the low flows was not identified. The low flows resolved, and the patient was asymptomatic. The device appeared to function as intended. The plan of care was to have a routine follow up.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the patient's driveline cannot be confirmed as no photos were submitted. Additionally, analysis of the log file provided by the account confirmed low flow hazard alarms; however, a specific cause could not conclusively be determined through this evaluation. The account submitted a log file for review. Analysis of the submitted log file revealed (B)(4) transient low flow hazard alarms captured on 19nov2022 and 23nov2022 when the flow dropped below the 2.5 liters per minute (lpm) threshold. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pi are also addressed in section 1 of this IFU. The low flow alarm is triggered when the flow is less than 2.5 lpm. The section entitled "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low flow. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." Heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.